Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The cause of the issue is unknown. Philips was unable to replicate the reported problem. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
The customer reported a faulty speaker. It is unknown if the device produced sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.